Manufacturer narrative:
Image review: an incomplete set of intraprocedural fluoroscopic images was provided for review of the event described above. The absence of a pre-implant patient executive summary limited the ability to perform a comprehensive anatomical assessment. Additionally, fluoroscopic images documenting valve loading were not available for review; therefore, confirmation of appropriate valve loading could not be performed. During the early phase of valve deployment, the reference pigtail catheter was observed to be positioned slightly above the nadir of the non-coronary cusp. Based on the available images, the apparent implant depth at that time was approximately 2 mm below the visible margin of the non-coronary cusp. The valve was subsequently deployed to just prior to the point of no recapture, and the valve frame was visualized continuously from the cusp overlap view to an lao view during a single sweep. However, no angiogram was available at this stage to further assess valve depth. In the subsequent image provided, the valve was shown to be fully released. The final valve position appeared supra-annular, and at least moderate aortic regurgitation/paravalvular leak was observed. It was reported that a non-medtronic valve was subsequently implanted; however, fluoroscopic or procedural images documenting the implantation of the non-medtronic valve were not available for review. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon dilation was performed using a 20 mm semi-compliant balloon. The deployment starting point was at the bottom of the pigtail catheter.

Manufacturer narrative:
Updated data: b5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation, the valve moved upon implant ending at a depth of -1 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc), which resulted in moderate aortic regurgitation. Subsequently a non-medtronic valve was implanted. The procedure time was extended as the patient had to remain on the table while the non-medtronic valve was collected from another hospital.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0013055643); product type: 0195-heart valves; implant date; explant date product ID d-evolutfx-2329 (lot: 0012964899); product type: 0195-heart valves; implant date; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.